Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Catheter adapter / connector / hub - loose on needle is not considered to be a reportable malfunction, as it may cause a more difficult IV insertion, but will not lead to harm or serious injury. H3 other text : see section h.10.

Event description:
It was reported that 3 bd insyte¿ IV winged catheter adapters separated from the paddle hub during use. The following information was provided by the initial reporter, translated from chinese to english, "it was found adaptor was separated from paddle hub, adaptor and paddle hub couldn't be tightened and very loose which led to puncture difficult".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insyte¿ IV winged catheter adapters separated from the paddle hub during use. The following information was provided by the initial reporter, translated from (B)(6) to english, "it was found adaptor was separated from paddle hub, adaptor and paddle hub couldn't be tightened and very loose which led to puncture difficult."